Manufacturer narrative:
This patient in the (B)(4) study had bleeding/hematoma >5cm at the right femoral groin site post index procedure. She was treated with a blood transfusion. A cordis 6fr avanti+ sheath was used. Medical history listed known coronary disease with angina / ischemia and previous pci (lvef >50 %), hyperlipidemia, and smoking (not within 30 days). During the index procedure, one 3.5/18mm cypher stent was successfully implanted in the mid lad. The only reported complication was the groin hematoma; this required treatment with a blood transfusion. No hypertension was reported. Bmi was documented as (B)(6). Platelets were within the normal range (140-400) on admission (196 k/ul) but were decreased on discharge (127 k/ul). Asa, plavix and unfractionated heparin were used during the procedure; the act was 231. Gp iib/iiia inhibitors were not used. The sheath was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Access site hematomas are a common procedural complication of coronary and vascular interventions and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during the procedure. After review of the available information, there is nothing to suggest this is a device-related issue, patient or procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
Products used during the procedure was a 2.5 x 12mm balloon. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
A patient initially enrolled in the (B)(4) study had a bleeding/hematoma >5cm at the right femoral groin site post index procedure. The patient was treated with a blood transfusion. A cordis 6fr 11cm sheath was used during the index procedure. The patient was admitted for stable angina pectoris. The patient had stable angina iii and had 70% stenosis of the mid left anterior descending (mid-lad). The lesion was described as 16mm in length and was severely calcified and de novo. The reference vessel was 3.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 3.5 x 18 cypher otw stent was then implanted at the target lesion at 16atm and post-dilated. Post procedure stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. The patient had a bleeding/hematoma >5cm at the groin site post index procedure. The patient was discharged two days later from the hospital without any other adverse events. A cordis 6fr 11cm sheath was used during the index procedure.